Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient was unable to transmit via merlin.net. Patient presented in clinic and device could not be interrogated using rf telemetry. With an inductive wand the device was interrogated. The physician elected to monitor the patient with inductive telemetry.